Event description:
A company representative reported that the tip of an aleutian straight inserter, inner shaft fractured intra-operatively. The tip was left in place in the implanted cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that the tip of an aleutian straight inserter, inner shaft fractured intra-operatively. The tip was left in place in the implanted cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.